Event description:
It was reported that a spectrum iq infusion pump didn't infuse/pump fluid after it was programmed for infusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'unit would not infuse/pump fluid after it was programmed for infusion' was not reproduced but the device under infused during testing. A review of the event history log (ehl) revealed infusions with no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment hooks. The hook will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.